Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. A pressure bag was used as the method of irrigation. After insertion of the sheath into the patient, micro-bubbles were noted to be drawn into the flush port during flushing. No air was seen in the patient. The sheath was replaced, and the procedure was completed without patient complications. The sheath is expected to return for analysis.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. A pressure bag was used as the method of irrigation. After insertion of the sheath into the patient, micro-bubbles were noted to be drawn into the flush port during flushing. No air was seen in the patient. The sheath was replaced, and the procedure was completed without patient complications. The sheath is expected to return for analysis.